Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
As reported to customer relations: "during the procedure, the wire got caught on the tip of the introducer. When they tried to pull the wire out it started to unravel. Had to pull everything out so it would not separate in the patient. Another device was used to complete the procedure with no harm to the patient." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.